Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had low blood glucose but not hospitalized. Customer's blood glucose was 35 mg/dl. The customer did not remember threshold suspend coming on. The customer was in the process of transferring to helpline to troubleshoot the device when he got disconnected.